Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's friend reported via phone call that the customer was hospitalized for high blood glucose, septic, and low potassium. Customer's blood glucose was 900 mg/dl. Customer was wearing the device at time of hospitalization. During troubleshooting, cannula was not present when the infusion set was removed. Customer will not be returning the device for analysis.